Event description:
Boston scientific received information that during the implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms. The impedance measurements with the pacing system analyzer (psa) were 1,600 to low 2,000 ohms. The pacing lead impedance measurements with the previous device were 1,580 ohms. A boston scientific technical services consultant discussed various options for troubleshooting. The device and lead remained implanted and the patient continued to be monitored remotely. Information received indicated that pacing threshold measurements and sensing were stable and within normal limits. There was no reports of noise on the lead. No intervention was planned to be performed at this time. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, this report will be updated.